Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for urge incontinence. The patient had not yet started their diary because they were in so much pain. They stated they were hurting so bad they had to decrease the stimulation to 2.0 and they were comfortable at that level. They fell off the bed the day prior because their feet were so swollen and numb that they didn't even know their feet were on the floor yet and they fell right out of bed and landed on their back. The patient did stated that it was their first time ever sleeping through the night, they had no accidents during the night hour. Contributing factors to the reported event were unknown, they were advised to contact their clinician for medical support. It was unknown if the issue was resolved at the time of the report. Additional information was received. The patient stated they had diarrhea lately due to their antibiotic. It was reported the issue was not resolved at the time of the report. No further complications were reported or anticipated.